Event description:
It was reported that the unit would sometimes turn on and off by itself. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
The unit was returned to stryker medical for evaluation. No specific defect could be found with the footboard, but it was identified that if the footboard was not locked in place, this could cause the footboard pins to lose connection and thus turn the footboard off. It was initially reported that the unit was turning itself on and off, but based on the evaluation, the initial reporter likely was referring to the footboard.

Event description:
It was reported that the unit would sometimes turn on and off by itself. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.